Event description:
Received report that the hcp was tightening the setscrew and while removing the torque wrench the grommet seal came off. Reported the sealing piece over the set screws appeared faulty. The ins was immediately replaced.

Manufacturer narrative:
(B) (4). The connector module of the ins was tested and it was noted that there was an issue with the plasma coating. Connector block is missing the plasma coating. The coating aides in providing stability of the silicone adhesive holding the grommets in place. This is important to securely adhere to the connector module. This was the root cause of the clinical experience. It was also observed that the bond line between the access hole adhesive and the connector module did not have good adhesion. The ins life had not been started and the device passed all tests on the automated test counsel.